Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
An attorney reported that a consumer was treated for a cataract in her right eye. As a result of a defective intraocular lens (iol), the lens failed, causing loss of vision and other problems with the right eye. The consumer was referred to an eye specialist who tried to remedy the eye damage caused by the iol but was unsuccessful. Additional information was received from the surgeon, who reported that the event resolved with treatment. The iol was placed in the sulcus due to a small tear in the posterior capsule. In the surgeon's opinion, the cause of the event is unknown and explains "there were two haptics when I implanted the iol, and when the retina surgeon explanted the iol at the time of trying to suture the iol in, as a result of decentration, there was only one haptic." Antiglaucoma medication was prescribed after the second surgery. The surgeon also reported that the small tear was due to a difficult cataract extraction and most likely occurred during phacoemulsification when the nucleus came forward into the anterior chamber. The tear was so small that a vitrectomy was not required. Postoperatively, the iol was observed to be decentered. The iol was removed after an attempt to reposition the iol by a retina surgeon. Upon removal of the iol the haptic was missing. The patient's intraocular pressure (iop) was a couple of points higher than normal prior to the cataract extraction and the retina surgeon prescribed medication for the intraocular pressure (iop) after the iol removal. In the surgeon's opinion the patient does not have glaucoma and the treatment for the iop is not related to the device. The patient remains aphakic with good vision. Per the directions for use, this lens model is intended for implantation in the posterior capsule; in this case, the lens was implanted in the sulcus.